Event description:
The international customer reported a vent inop condition. No patient involvement. The manufacturers service technician reported the air flow sensor required replacement. The customer declined repair.

Manufacturer narrative:
Customer declined repair.